Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. One unpackaged ar-9625 serial/batch number 022326 was received for investigation. Functional testing was not performed due to the damage to the tip of the device. Visual evaluation noted that the hex driver tip is broken off. The most likely cause is attributed to misuse due to use error of over-torquing/over-engaging the driver with the screw head.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder revision arthroplasty the device broke. The broken piece got stuck inside the screw head and remains inside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.